Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer hospitalized due to high blood glucose. The customer's blood glucose was around 600 mg/dl at the time of incident. The customer's blood glucose was around 350 mg/dl at the time of call. The nurse stated that the customer was given manual injection and IV fluids to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse stated that the customer found small air bubbles in the reservoir and tubing. The nurse performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.